Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.0.1. Smartphone operating system: up1a.231005.007.s908usqs6exj3. Smartphone hardware: sm-s908u. Cgm sensor type: unspecified.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 42 mg/dl while wearing the pod. It was also reported that the patient was found unconscious. The patient was treated with IV (intravenous) dextrose, unknown substance placed under the tongue and consuming a peanut butter and jelly sandwich. The paramedics did not take the patient to the hospital. The patient reported this was user error and not a result of a product malfunction. The patient had been off the pump and using mdi (multiple daily injections). She reported when she received her new supply of pods, she placed a pod after giving insulin with a syringe, and the combination of both resulted in her hypoglycemia.